Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) cuff and pump removed and replaced. The aus components were explanted and a new components consisting of a 3.5 cm cuff and control pump were implanted. Should additional information be received, a supplemental report will be filed.